Event description:
Related manufacturer report number: (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarms was confirmed via log file analysis. The modular cable (lot number: 148876) was returned for analysis and a log was submitted (a2231408) and downloaded (a6040849) for review. A review of the log files showed overlapping events spanning approximately 3 days ((B)(6)2021, (B)(6) 2000 timestamp). Events captured on (B)(6) 2000 occurred during testing at abbott and are default dates due to the controller clock not being set. Multiple driveline power fault alarms activated on (B)(6) 2021 at 08:30:30 when the driveline was connected due to a power b open fault (pwr_b_broken). When the alarm first became active, the current sense on line a was 0.184 and the current sense on line b was 0.001. The alarm resolved after the driveline was disconnected on (B)(6) 2021 at 11:28:42. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The modular cable was connected to a test system controller and successfully operated a mock loop for an extended period of time without any alarms activating. The modular cable was manipulated by hand during testing without issue. The modular cable was then tested per qap, modular cable test to evaluate the integrity of its wires and passed testing. The resistance of the underlying wires in the modular cable were then measured and no issues were observed. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 148876) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate iii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including controller internal fault alarm conditions, driveline power fault alarm conditions, power cable disconnect alarm conditions, and the actions to take if these alarms do not resolve. Heartmate iii patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." Heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted to the hospital with an active driveline power fault alarm. Chest x-rays were performed and log file analysis confirmed the alarm. On (B)(6) 2021 the controller and the modular cable were exchanged. It was noted that after the exchange, no alarms were noted. No additional information was provided.